Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported, that when changing the infusion site, the steel cannula remained in the patient's thigh. An ultrasound was used to determine the cannula had remained in the thigh. The patient experienced no adverse effects; however, surgery was performed to remove the cannula. The infusion set was requested to be returned for product evaluation.